Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and mild calcification. The 2.75 x 12 mm voyager nc balloon was advanced to the lesion; however, the balloon ruptured during the first inflation of 10 atmospheres (atm). It was noted that the balloon was prepped inside the patient anatomy. The procedure was completed with a new balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions fro use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, the preparation of the device in the anatomy does not appear to have contributed to the balloon rupture.